Event description:
The pt reported charging issues between the implant and the external equipment. During a revision surgery, the surgeon decided to explant the device. The pt was implanted with a new boston scientific spinal cord stimulator.